Event description:
Philips received a complaint on the v60 ventilator indicating that the screen was dim even with the brightness turned all the way up. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) had the customer check the serial number of the user interface (ui) assembly to confirm that it was a 2nd generation version. The customer confirmed it was a 2nd generation ui assembly, so the rse provided the customer with the part information for the gray v60 ui assembly w/out navigation ring. In a good faith effort (gfe) response from the customer received, it was confirmed that replacement ui assembly w/out navigation ring was ordered to resolve the device issue, and that the device has been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.